Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery with the products in question. The surgeon inserted a guidewire into the head and reamed it, as was the usual procedure. When he pulled the reamer out, it got stuck inside and the guide wire came out with it. According to the agency representative, the blades appear to have been installed forward. When the surgeon opened the lateral cortical bone with a drill tip(356.822), it got stuck at the nail(472.101s). So he changed to a reamer tip for a helical blade and the nail went through smoothly, so he drilled back to the drill tip again, but it got stuck again, so he pulled out the guidewire and inserted the blade(04.027.053s). He inserted the blade by free hand, so the blade appeared to be installed slightly more forward. The surgeon stated that the patient would be carefully cared for after the surgery. The patient status was reported to be stable. No further information is available. This report involves one drill bit ø11 f/pfna blade. This is report 1 of 3 for (B)(4).